Event description:
It was reported that a patient experienced lethargy ¿at times;¿ possible seizures, and was not responding to stimuli beginning the night of (B)(6) 2015. The patient was admitted to the hospital for altered mental status. No audible pump alarms were reported by the patient or medical staff. A request for a manufacturer¿s representative to confirm pump status was made. The drug in the pump was not reported. No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).